Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that they are getting an error message indicating audio failure. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
The remote service engineer (rse) determined that the mother board may be at fault and provided a quotation as requested by the customer. The customer rejected the quotation. Based on the information available the cause of the reported problem is unknown. The reported problem was not confirmed. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer rejected the quote. The system does not meet full specification for the performed service and is returned to use with limitation as accepted by the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : the customer declined service.